Event description:
Healthcare professional (hcp) reported the home pt (hp) was diagnosed with peritonitis while using the homechoice set during apd therapy. Follow up with the hcp reveals the hp felt fullness, experienced nausea, vomitting, and noted cloudy effluent over the weekend in 2001. Hcp relates that the hp delayed in reporting this to the dialysis facility until two days later. According to the hcp, the hp was hospitalized on the following day. During hospitalization, the hp was given antibiotic therapy using gentamicin and cefzil, however, the hp's effluent culture revealed gentamicin resistant ecoli. As a result, antibiotic treatment using gentamicin was discontinued and the hp was given ceftazadime instead. Hcp reports that the hp's condition improved and pt was released from the hospital 8 days after their admission.